Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00317 on 12jun2020. Additional information (30jun2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. To troubleshoot, the cse replaced a reagent syringe, the acid sensor assembly, all the covers for the water peristaltic pump cover and aspirate waste peristaltic pump cover, wash 1, acid-base pumps, sampling probes, waste tubing and wash lines, and valve manifolds. In the end of the service, the cse was able to resolve the issue by replacing the wash blocks and wash1 injector ports. A precision test and calibration verified the resolution. All results were acceptable, and the system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
Two discordant, falsely elevated cardiac troponin I (tni-ultra) patient results were obtained on an advia centaur cp instrument. There were two initial samples taken from the same patient and the falsely elevated results were reported to the physician(s). A third sample was taken from the patient and repeated on the same instrument. The third sample was repeated using a triage meter. The repeat result from the triage meter was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cardiac troponin I (tni-ultra) patient result.